Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon could not unscrew impactor handle from cup once implanted. He had to remove handle with cup still attached to it. No parts fell into patient. Case delayed about 30 minutes total, trying at first to unscrew handle, then getting new handle from another instrument set. The surgeon also opened a second cup to replace original one. Pls replace both items under po: (B)(4). Patient consequence?: no. Action taken for procedure:used another handle from another instr set and a new cup.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned instrument cannot confirm the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.